Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that patient presented to the clinic after receiving therapy. Interrogation showed low hv lead impedance. Lead was capped and replaced. It was noted after the procedure patient is doing ok.